Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had experienced urinary issues 3 months following implant. The patient was advised to turn stimulation off. The patient was prescribed medication for the urination. Follow up report indicated that the urination issue has resolved with the medication. The patient has been reprogrammed and is working through algorithms. There are no reports of further complications.